Event description:
It was reported that when the patient presented for a follow-up, post-paced t-wave oversensing was observed on the device. Programming changes were made. The patient was stable, there were no adverse health consequences.